Event description:
This case was reported by a consumer and described the occurrence of application site skin breakdown in (B)(6) female pt who received breathe right nasal strips (breathe right nasal strips extra) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced application site skin breakdown, application site inflammation, application site ulcer, application site discharge and drug maladministration. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. Ae info received (B)(4) 2013: consumer removed breathe right extra without using water (drug maladministration) and reported the events of application site skin tear, application site inflammation, application site open sore and oozing at application site, these events continue.

Manufacturer narrative:
Breathe right nasal strips are mfg in (B)(4), in the united states. A partial lot number was provided; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).